Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient was seen in-clinic due to beeping tones from the device. The device was interrogated and a fault code#1003 (voltage too low for projected remaining capacity. Ts discussed the issue and recommended that the device should be explanted and replaced. The local representative was planning to discuss the issue with the physician as the patient will be admitted to the hospital for a scheduled device replacement.

Manufacturer narrative:
The available information suggests that the device remains in-service at this time. A request has been made to the local representative for additional information.

Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device was explanted in (B)(6) 2013. The device is enroute to boston scientific's return products.

Manufacturer narrative:
Upon return, the device will undergo detailed analysis to determine root cause.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.